Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to update the following sections: g4, g7, h2 and h10. As part of the post market study, olympus personnel conducted a review of the sampling technique of the scope sampler and facilitator. The following observations were noted: during preparation: cardboard boxes were brought into the sampling room. Equipment was prepared with no aseptic performed. The sampler & facilitator did not put on appropriate size of ppe gown. During sampling: sampling staff touched non-sterilized field and items during sampling. Olympus staff by informing the sampling staff of the deviations. In addition, the scope was reprocessed and re-cultured. The samples were sent to an independent laboratory for culturing and the sample which was collected from the endoscope tested positive for bacillus circulates(1cfu). On (B)(6) 2019, the endoscopy support specilist (ess) completed a reprocessing observation at the user facility. The ess noted there were no deviations observed during reprocessing. The ess recommended the user facility follow the manufacturers instruction manuals when using custom ultrasonics flushing sink and follow ifus on reprocessing custom ultrasonics tubing. The investigations is ongoing. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance the referenced tjf study. There were no deviations observed during the oer-pro inspection and environmental investigation. Based on the investigations (microbiological analysis, reprocessing procedure review, standard inspection), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be determined; however, olympus will continue to investigate. If additional information becomes available or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for brevundimonas species after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
As part of the post market study, an inspection of the automated endoscope reprocessor (aer) machine was conducted. No deviations were observed during the aer inspection.